Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and also mentioned that they experienced a low blood glucose level of 46mg/dl. The customer declined to troubleshoot for the low readings. The customer was assisted with damage troubleshooting. The customer stated that their blood glucose at the time of the incident was all over the place ranging from 360mg/d; to 46mg/dl due to anti-biotics. Customer stated that the insulin pump may be overheating and had discoloration in the label, buttons and name. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also reported that they had infusion sets with tubing that were flat out of the box. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had stained keypad overlay, end cap sticker, address/serial number label and minor scratched display window. No unexpected dark/stained/burn mark found inside the pump. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.